Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type ii. It was reported the patient¿s stimulation coverage area is correct and impedances are good but the patient is not getting pain relief and also feels like she has a stabbing pain in between her shoulder blades. Coverage area is not in the shoulder area. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they saw the patient on the day of the report and made no changes to their therapy other than adjusting adaptive stimulation values. The rep stated that the patient was happier overall. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient had been reprogrammed on (B)(6) 2018. It was unknown if the stabbing pain and lack of therapeutic effect had been resolved. The patient had follow-up scheduled in 2 weeks. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient will be seen on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.